Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed and the following deviation from instructions for use (IFU) was noted: - brushing was not performed for biopsy channel, suction channel, biopsy port, or suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed at detection of bacteria. Moreover, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently due to the deviation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Chapter "reprocessing the endoscope (and related reprocessing accessories)" / "manually cleaning the endoscope and accessories" / "brush the channels" "be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up in progress to obtain the completed cleaning, disinfection and sterilization (cds) checklist from the customer. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for one (1) colony forming units per endoscope of gram positive bacteria. The obtained results are in conformance with the requirements. The device was returned to olympus for evaluation. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured and the channels tested positive for more than 100 colony forming units per 100 milliliter (ml) of klebsiella oxytoca, more than 100 cfu/100ml of serratia marcescens and more than 100 cfu/100 ml of citrobacter werkmanii. The device was tested after almost two weeks. The air/water channel tested positive for 250 cfu/100 ml of klebsiella oxytoca and 250 cfu/100 ml of stenotrophomonas maltophilia. The suction channel tested positive for 125 cfu/100 ml of klebsiella oxytoca, 125 cfu/ml of stenotrophomonas maltophilia, 125 cfu/100 ml of serratia marcescens and 125 cfu/100 ml of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted for additional information regarding device return and device evaluation findings. The returned device was evaluated and there were few findings. The insulation of distal end cover was less than the threshold value. The light guide rod lens was chipped. The charge coupled device (ccd) cover lens was chipped. The adhesive of the ccd cover lens was white and clouded. The adhesive of the bending section cover was separated. The bending tube was deformed. The connecting tube was wrinkled. The switch box unit was scratched. Buckling of the universal cord was noted. The connector plug unit was dented. The control unit angulation was less than the specified value and exhibited play. Wear and tear was noted at the biopsy channel. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The customer provided details on the cleaning, disinfection, and sterilization process followed onsite. The pre-cleaning detergent used is salvanios premium. The customer aspirates water through the instrument/suction channels and flushes out the air/water and auxiliary channels. Manual disinfection was not performed. The customer uses automated endoscopic reprocessor (aer) soluscope series 4, along with detergent soluscope cln, disinfectant is peracetic acid. The aer was not cultured. The endoscope was stored by placing it horizontally. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.